Event description:
The customer reported a system error 2367 (resume error, critical error found)¿alarm, which occurred on the homechoice prior to use. There was no patient injury or medical intervention indicated at the time of this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be submitted.